Event description:
It was reported that during the implant procedure, the lead had high impedance and no capture. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that the all conductors were stretched, the inner insulation was kinked/buckled, the inner insulation was pulled apart (overstress), there was blood in/on the helix mechanism, there was apparent explant damage, there was a non-electrical miscellaneous finding on the tip electrode and the lead was stretched.